Event description:
A patient reported rapid depletion of battery life. There was no reported impact to the customer's blood glucose level. The patient declined follow-up at this time and is in the process of obtaining a new tandem device, as the current device is out of warranty.